Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 3008500478-2015-00028.

Event description:
As reported by our (B)(4) affiliate, 6 days after a transapical tavr procedure a postoperative CT revealed a left ventricular (lv) aneurysm. On post operative day (pod) 9, the chest was opened and the aneurysm was repaired with a patch. On pod 22, the patient was discharged. The physician stated that the lv aneurysm was likely related to the ta sheath since it developed near the sheath insertion site.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over (B)(6). This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, the cause of the lv aneurysm found near the sheath insertion site cannot be confirmed. However, patient factors (i.e. Patient age and history of htn) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.